Manufacturer narrative:
(B)(4).

Event description:
It was reported that ¿proximate skin stapler that does not hold wound edged in proximation¿. No further information. No patient consequences reported.

Manufacturer narrative:
(B)(4).